Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-50506.

Event description:
It was reported that the tip of anchor was broken when the surgeon inserted into the bone hole during the arthroscopic rotator cuff repair surgery on (B)(6) 2018. Then, the surgeon used alternative anchor (same p/n and lot number) to insert with awl / tap, but it was broken again. Furthermore, the surgeon used alternative anchor, and paid attention to the insertion angle and inserting it slowly, then the anchor could be inserted into the bone. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. D4: it was documented in the initial medwatch report that the expiration date was unknown. The expiration date (may 31, 2020) has been updated. The unique identifier (UDI) has been updated accordingly. During subsequent follow-up with the affiliate in japan additional information was obtained. The reporter clarified that the event occurred during a surgical procedure. It was reported that there was a less than 30-minute delay in the procedure due to the event. It was reported that the procedure was completed with an identical spare device. It was reported that there were no procedural or patient anatomy factors which may have contributed to the breakage of the device. It is unknown how the broken fragments of the device were retrieved from the patient. It is unknown if any portion of the device remained in the patient. It was reported that there was no surgical intervention planned. It was reported that there was no impact to the patient. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that an unrelated nc was generated for lot number/ product code combination. The nc was generated for an issue that is not related to the reported complaint and hence no further action is warranted. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).